Manufacturer narrative:
The manufacturer received information from a customer stating the screen was blacked out on a bipap a40 system silver device. The customer wanted a sales representative to come and check the device. The sales representative visited the customer and confirmed the screen blacking out. The sales representative replaced the device with another one. There was no serious patient harm or injury that occurred or was reported. The bipap a40 system silver device was returned and evaluated by philips service technician. The device evaluation found the back light was not working properly on the lcd due to the system main board. The philips service technician replaced the system main board to address this issue. After the part was replaced, the philips service technician performed the final and run-in tests, along with the battery and valve checks. The philips service technician determined the device was operating properly, and it was cleaned.

Event description:
The manufacturer received information from a customer stating the screen was blacked out on a bipap a40 system silver device. The customer wanted a sales representative to come and check the device. The sales representative visited the customer and confirmed the screen blacking out. The sales representative replaced the device with another one. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.